Manufacturer narrative:
Investigation summary: customer returned product was tested in house with no performance issues found. Root cause: unable to determine; customer returned product performed as expected meeting all performance qualifications; contamination suspect source: email.

Event description:
Customer reporting false positive result with late peak formation. No information was given by the customer regarding symptomatic status of patient or if additional methods were run.